Event description:
Following use of the centrica device to obtain a breast biopsy, user facility reported using a device that had a loose taper cone. According to lpn and office manager, it was reported that no components were left behind in the patient and that there was no adverse patient incident.